Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The battery failure alarm was found by the field service engineer (fse) during service on 25jun2024. The fse took the battery which was experiencing the alarm and transferred it to another device with a known good battery and that second device also produced a battery failed alarm, confirming that the alarm followed the faulty battery. The fse stated that they would return to the customer site to resolve the issue once the customer ordered a replacement. This investigation is ongoing.

Manufacturer narrative:
H10: on 30dec2024, the field service engineer (fse) returned to the customer site following the delivery of the replacement backup battery. The fse replaced the battery and allowed it to charge, then completed the performance verification test (pvt) to confirm that the device had been returned to full functionality. The device passed all of the testing included in the pvt, confirming that the device was fully compliant with manufacturer specifications and was ready to be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.